Event description:
Zevex moog enteral feeding bag. Over the past year we have had pump alarms with grandsons feeding pump. We have always assumed it was feeding mixture or pump related. Upon inspection of the tubing I found there is a valve inside the feeding bag tubing that is actuated by the pump. This valve has a small part that was broken off but not located. This has happened on multiple bags and appears to be a manufacturer defect. The IFU does say to gently depress the valve to prime the bag but even then the plastic portion can become deformed. When this piece breaks off it has only one place to go and that is downstream to the gut. This is not a micro-plastic but a macro. This has been a recurring problem since my grandson has been on tube feedings. I have reported this to the manufacturer as of today. This bag is to be replaced every 24 hours which we do but it happens on first time use. This is not a solution mix issue or a pump issue, this is a displaced piece of plastic causing the issue. My concern is this has not been reported (end user just assume it is normal failure like my daughter did) or is underreported. I am a healthcare professional and have worked with manufacturing on troubleshooting events with other medical devices and would hate this to be swept under the rug. Takes g-tube feeding only.